Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing and eight isolated shocks due to atrial arrhythmia with rapid ventricular response, leading to therapy exhaustion. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing and eight isolated shocks due to atrial arrhythmia with rapid ventricular response, leading to therapy exhaustion. The following day the crt-d device was reprogrammed, and physician decided to apply a cardiac ablation. The device remains in service. No additional adverse patient effects were reported.